Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Reporter sent e-mail stating the head of the toothbrush lifted off the handle when her son was brushing his teeth. No injury was reported.